Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.